Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Engineer's evaluation results relayed in the mar and per that the impactor handle has some scratches and signs of wear which is typical of a used instrument but no visible fractures on the handle. The distal threads appear to be in functional condition but the impactor tip was not returned. The proximal end has what appears to be mallet impact marks suggesting the impactor was used without the missing strike plate. The internal threads appear functional despite the apparent mallet deformations. Without the missing strike plate and distal tip it is impossible to determine the nature of the described fractured impactor. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for these items. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial shoulder procedure, two impactors fractured during use. No pieces had to be retrieved and a third impactor was used to complete impaction.